Manufacturer narrative:
Date sent to the FDA: 03/01/2016.(B)(4): one used sample was returned and examined visually and blood residues and tissue were observed on the suture. Barbs were missing or damaged along the strand; the suture ends were noted to be cut and the body of the suture was split. As the suture is absorbable and due to the condition of the sample returned, the tensile strength test cannot be performed as the process of degradation has begun due to the exposure to the environment. No conclusion could be reached on why the customer reports that the strand was broken.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/04/2016 (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent spinal fusion procedure in (B)(6) 2016 and barbed suture was used on fascia tissue. On post-op day five, (B)(6) 2016, the patient experienced wound dehiscence at approximately the mid point of the closure. Fluid collection within the wound was cultured for csf and results were negative. The patient underwent wound revision on (B)(6) 2016 and a different suture was used. During the revision procedure, the surgeon opined that the fascial closure suture broke. The surgeon opined a contributing factor was that the wound was too long for a running stitch closure. The current patient status is unknown.